Event description:
It was reported that the customer's insulin pump is giving her boluses without them programming the bolus, and it has been happening multiple times since (B)(6) 2012. The caller requested assistance with locking the keypad. Advised the customer that since he is not comfortable with this insulin pump, the device would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.